Event description:
A healthcare professional reported that the flap thicknesses created were sometimes too small (seventy microns) or too large (one sixty eight microns) deviating significantly from the targeted values. The procedure was not completed, and although there was patient contact but no harm was reported. There are multiple related reports for this facility. This report addresses the patient¿s sa, left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the treatment day shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows eight successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the tolerable energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Root cause for this event could not be identified conclusively. An inappropriate insertion of the , together with thin flap planned, multiple docking attempts, docking technique could lead to the described event. The manufacturer internal reference number is: (B)(4).